Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain tubing disconnected.

Event description:
It was reported that the drain tubing disconnected.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿tubing does not fit securely into the suction port¿ with a potential root cause of "dimensions of tubing not to specification". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. V. Warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused. 3. Do not use in patients who are allergic to materials used in bard® drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function."